Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +17.0d) was explanted due to patient dissatisfaction with their near vision as a result of the chosen refractive target; a new lal+ (sn (B)(6), +18.0d) was implanted as a replacement.